Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The physician saw the pt for a post op visit. An infection (pseudomonas) was identified. The device system was removed. There was reported to be no pt injury. Additional info has been requested, a follow-up report will be sent if additional info becomes available.